Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer reported on a bravo capsule that failed to attach. While removing the delivery system, the physician noticed that the capsule fell into the pt's mouth. The pt didn't suffer any adverse event during the procedure.